Event description:
It was reported that stent dislodgement occurred. The 80% stenosed, 10x2.95mm, eccentric, restenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 2.75x12mm promus element ¿ drug eluting stent was selected for use to treat the lesion. However, upon introduction, the physician noticed that the stent dislodged from the stent delivery system outside the patient's body. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was returned for evaluation. The stent had detached from the balloon. Only the stent was returned for analysis. Stent struts on the first 2 rows of the crimped stent were damaged with the stent struts distorted and lifted upwards from the stent profile. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).